Event description:
The event occurred in the us. It was reported that the error message ¿run away error¿ occurred on the rotaflow console during start-up and went away. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿run away error¿ occurred on the rotaflow console during start-up and went away. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge service technician and the technician was unable to reproduce the reported failure. The device passed all performance and safety tests according to factory specifications. The device is working as intended and is back in use. Based on the investigation results the reported failure "run away error" could not be confirmed. However, the failure mode "run away error" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)) . Pump stop intervention after technical error (e.g. Pump runaway, error head) wrong intervention limits, unintended rpm change by user, unintended switch off by user, application of contrast agents, defect of transformer , defect of internal power supply (dc/dc). The review of the non-conformities was performed on (B)(6) 2023 and during the period of 2008-12-18 to 2023-05-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2008. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.